Event description:
The lag screw (3370-2-090) would not fit into the nail. There was no adverse consequence or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: this event was attributed to a mfg/inspection error. The inspection plans have been revised to preclude this type of occurrence in the future.